Event description:
After the surgeon placed a long trochanteric fixation nail (tfn) in the canal for a sub trochanteric fracture and inserted the helical blade he could not get the locking mechanism to set. The mechanism kept stopping about half way down. It was a bad fracture and needed the rotation lock active. The surgeon removed the blade and nail and at the back table they were able to get the lock to work so the surgeon re-inserted the nail and blade and successfully got it to lock. During the re-installation process the surgeon had difficulty getting the helical blade to line back up. It was reported that there was a greater than 30 minute delay in surgery due to this event. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hwc. A review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.